Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device phm853 batch number, and no non-conformances were identified attempts are being made to receive a device for evaluation. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the name of the initial procedure? Were x-rays taken to locate the needle piece(s)? Was the needle piece(s) retrieved during the same procedure? Device return follow up. This medwatch report is in response to receipt of maude event report mw#5093177.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. During suturing incision, the needle broke in half and the broken portion fell into surgical site. Broken half of needle was retrieved from surgical site. Additional information has been requested.